Manufacturer narrative:
Power supply board was replaced. After the exchange of the part the device is working properly.

Event description:
Hamilton medical ag received the following event description from the distributor: during maintenance, the voltage of 5v was below 4900mv and the power supply was noisy.